Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that this was all new to the patient as they were implanted (B)(6) 2016 and they were confused. The patient was not sure if therapy was working or not. During the call the patient was sitting down with settings at 0.75 v, they did not feel stimulation, but they were not feeling pain. The patient stated that when they went for a walk they had to ¿crank¿ it up to 2v because of pain in their ¿fanny¿ down to their foot when they put pressure on their foot. The patient stated that prior to implant they could not walk at all and was in pain 24/7. With the implant the patient was able to now walk ¾ miles but some days had tremendous pain. The day before the report the patient had pain in their right hip almost like something ¿pinching the nerve.¿ the patient reported that when they took a step they could feel the stimulation and when they stopped they could not feel stimulation. It was confirmed with the patient programmer that stimulation was on and the patient saw the thunderbolt icon. An appointment with the health care professional (hcp) and manufacturer representative was set for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.